Event description:
It was reported that the patient's device was explanted on (B)(6) 2012 because the patient experienced pain. The patient noted that "he was in so much pain he did not know what decisions he was making." It was further noted that the patient wanted to have the device re-implanted. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. Product ID 37744, serial # (B)(4), product type programmer. Product ID 3550-39, lot # n307869, implanted: (B)(6) 2012, product type accessory.